Manufacturer narrative:
Concomitant medical product: product ID: 74001, lot# 0208762695, product type: adapter. (B)(4).

Event description:
A manufacturing representative reported that damaged boxes where shipped to a customer. The boxes had a very short expiration date and they were not in a resalable condition. The boxes would be returned and the issue was resolved at the time of this report. Refer to manufacturer report #3007566237-2015-02310.